Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead upn: (B)(4). Model: sc-2218-70 serial: (B)(6). Batch: 14698612.

Event description:
It was reported that the patient developed an infection at the lead site. It was noted that the lead site was opened and was draining. The patient underwent an explant procedure and was treated with antibiotics. The physician believed that patients diabetes contributed to the infection and that it was not device related. The patient was doing well postoperatively. No device malfunction was suspected. The explanted leads were discarded by the medical facility.